Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Unable to download pump history file, however, pump traces file was successfully downloaded using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the diagnostic trace file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2025 10:02:17.000 and (twice) on (B)(6) 2025 10:02:28.000 according in the detailed trace file/error log file. As per global logic analysis (esf#: (B)(4), pump error 63 alarms (twi) (line number (B)(4) file number (B)(4), suspected on hw. In further review of the pump detailed trace file 1 week prior to the event date of 30-mar-2025, these pump error(s)/alarm(s) were noted: lost sensor1 alert (780) was found on: (B)(6) 2025 19:09:00.000. Sensor expired alert (794) was found on: (B)(6) 2025 22:23:06.000. Lost sensor1 alert (780) was found on: (B)(6) 2025 03:50:00.000, (B)(6) 2025 05:10:00.000, (B)(6) 2025 08:25:00.000, (B)(6) 2025 18:10:00.000, (B)(6) 2025 19:06:00.000, (B)(6) 2025 05:45:00.000, (B)(6) 2025 18:25:00.000, (B)(6) 2025 19:15:00.000, (B)(6) 2025 22:10:00.000, (B)(6) 2025 17:46:00.000, (B)(6) 2025 13:10:00.000. Sensor error alert (801) was found on: (B)(6) 2025 23:34:39.000. Unable to test for lost sensor alert, sensor expired alert and sensor error alert due to critical pump error (open book image) alarm. Lost sensor alert, sensor expired alert and sensor error alert were unknown. The pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.82 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: a scratched case. Unable to verify customer alleged for high bgs/dka. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. Customer also reported critical pump error (open book image) on the insulin pump. Customer reported blood glucose value was above 500 mg/dl. Customer reported symptoms as being lethargic and experienced vomiting. Customer was treated in hospital for less than 24 hours with IV insulin drip (intravenous insulin infusion) and manual injections. The event involved product(s) mmt-1884, mmt-7040a, mmt-332a, mmt-242a. Troubleshooting was performed for open book image and insulin pump was being replaced. Troubleshooting was partially performed for high blood glucose as the customer declined to continue the same. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-242a.